Event description:
Complainant alleged that during biomed testing, the device did not charge at energy levels above 150 joules. Complainant indicated that there was no pt involvement in the reported malfunction.